Event description:
It was reported that intermittent malfunction alarms occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Additionally, the customer experienced a low blood glucose (bg) of 43mg/dl, cause was unknown. Reportedly, the customer declined to provide any additional information.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.